Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this system exhibited noise which was oversensed resulted in pacing inhibition and pauses greater than three seconds for this dependent patient. The physician suspected a possible impending lead fracture. A revision procedure was performed and the device and right ventricular (rv) lead were removed from service. There was no header anomalies visualized at the explant procedure. No additional adverse patient effects were reported.